Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that the iabp was not opened and it was determined that it was the customer's trainer that was faulty. The stm reported that a preventative maintenance was just previously performed on this iabp unit. Consequently, no checkout was required on the iabp, but a testing was performed with the stm's known good trainer. The customer will receive a new trainer.

Event description:
It was reported by the customer that during checkout after use on a patient, the cs300 intra-aortic balloon pump (iabp) had no pressure wave and a damaged port was observed. There was no adverse event reported.